Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 80 mg/dl, 170 mg/dl and 330 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported readings were not found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 80 mg/dl, 170 mg/dl and 330 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips have not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that precision strips continues to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips; no trends were identified that would indicate any product-related issues. If the strips are returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 80 mg/dl, 170 mg/dl and 330 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.